Event description:
Pt came into clinic due to beeping ICD device on (B)(6) 2014. Upon interrogation, error code 1003 was present stating "battery voltage is too low for projected remaining capacity." Boston scientific technical services were contacted and said device would need to be changed out within seven days. They further explained the error code by saying there were "power fluctuations that were intermittent, not steady" as part of the cause. Previous ICD check was on (B)(6) 2013 and battery at 7.5 years remaining at that time.